Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer charged their pump to 100%. The customer reported pump then unexpectedly shutoff at 2am. The pump was connected to a power source and was able to be turned back on. Review of the pump data by tandem technical support determined the pump was entered into storage mode while connected to the power source. However, the customer was adamant they did not touch the button while the pump was charging. The customer blood glucose level was 167 (mg/dl). The customer reloaded the cartridge and delivered a bolus. It was indicated that the customer would continue to use the pump until the replacement pump was received. The customer also stated insulin pens are available.